Event description:
Complainant alleged that while attempting to ventilate a 70-year-old female patient, the device displayed a "compressor fault-2001 " message. Complainant indicated that the clinician continued to use the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing using a known good test set-up, without duplicating the report. The dovetail bracket was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.